Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause for the reported forceful injection may be related to a failure to follow the IFU (instructions for use). A non-qualified handpiece was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Based on the surgical notes the posterior capsular-tear occurred before the lens was implanted the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, sudden, unexpected and forceful ejection of iol from the cartridge ruptured the posterior lens capsule and lodged in the vitreous, requiring another eye doctor surgery to retrieve it. Retrieved lens optic and a haptic on recovery were found to be bent. They were likely mangled by undue pressure from a mismatch or defect in the barrel and the iol. Additional information has been received and stated during removal of natural lens, anterior capsule broke and tear extended around to the posterior capsule bringing vitreous into the anterior chamber. Limited anterior vitrectomy was performed without difficulty. As lens was being inserted, it suddenly jumped out and fell into the vitreous. Patient then sent to retina specialist for vitrectomy and repositioning of iol from retina to sulcus. Pars plana vitrectomy was performed, iol was retrieved from the vitreous and explanted. Another iol was gently placed, wound was sutured to close. Iol was centered nicely.